Event description:
It was reported that during the use of the product, a leakage from the connector was observed. No patient injury was reported.

Manufacturer narrative:
Other, other text: two (2) samples were returned for evaluation. The samples were visually inspected; cracks on the female luer lock adapters were observed. Functional testing was performed. Based on leak test results, the reported failure mode was confirmed. The root cause was attributed to a fault with the supplier's items. On 27-nov-2020, the supplier was notified about the issue of broken components. (H6c, h6d, h6e) there were no non-conforming reports (ncrs) initiated for the lot or anomalies identified in the device history record review.